Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a new page for database (db) 'tempdb' could not be allocated because of insufficient disk space in filegroup 'primary'. A technical support specialist (tss) found that the c drive was full, and the structured query language (sql) db had exceeded 10 giga bytes. The tss cleared space on the c drive and resynchronized the station, reducing the sql size to 4,500 megabytes. No further problems were reported after the cleanup. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, had a pop-up stating error and unable to use machine. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.